Manufacturer narrative:
(B)(4). Event date is unknown. Concomitant medical products: us157850 ¿ m2a magnum cup ¿ 936340; 11-104110 ¿ mallory head femoral stem ¿ 532770; 139254 ¿ m2a magnum taper - 240350; therapy date: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the products remain implanted. The investigation is in process. Once the investigation has been completed a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2019 -01598.

Event description:
It was reported that patient is experiencing pain, ongoing fever, elevated metal ion levels and fluid approximately 10 years post implantation. No revision surgery has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Medical records were received, however the complaint was unable to be confirmed. Primary op notes were reviewed and no complications were noted. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.